Event description:
Reported by the complainant as follows: electrodes (0315m) not reading. No harm reported because of the electrode. This case has been reviewed and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event. Malfunctioning ECG leads that result in erroneous results or asystole on the ECG tracing would likely cause a misdiagnosis and inappropriate medical treatment of the pt.

Manufacturer narrative:
(B)(4).